Event description:
It was reported that the tip of the threaded inserter broke during the procedure. No patient complications were reported.

Manufacturer narrative:
(B) (4). The inserter was returned to manufacturer for evaluation. Visual macroscopic exam shows that the lower tab of the inserter is broken. The failure does not appear to lie on fatigue fracture. Excessive torque applied to the instrument may cause this tip to break. Device history records were reviewed. No documentation was found indicate a non-conformance to specifications.